Event description:
It was reported the syringe plunger sensor was not working. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing one tamper seal, had bottom case cracked by the "l" bracket pole clamp, missing parts inside the plunger head and visible contamination by the "l" bracket pole clamp. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. During investigation, missing parts and incorrect assembly of the plunger head assembly were found. Replaced left plunger case, right plunger case and all the plastic components inside. The cause of the reported problem was traced to the customer improper assembly of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.